Event description:
The pt (B)(6) received an scs system approximately three years ago including an ipg. It was reported that the pt's recharge burden was increased. Surgical intervention was undertaken on (B)(6) 2011 to replace the pt's ipg. No further issues were reported.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.